Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a 10cc fluid loss alarm at 20 cc's per minute was received approximately 2 minutes into the ablation phase of the procedure. The physician confirmed there was no cervical leak or perforation and resumed the procedure. A second 10cc fluid loss alarm at 20 cc's per minute was received, and again no perforation or cervical leak was observed. A third fluid loss alarm was received and the system proceeded to cool down. At this time, the physician observed "warm to the touch" fluid in the vagina. No burn was observed. The physician added two tenaculums and successfully completed the procedure with a second genesys hydrothermablation procerva procedure set. There were no patient complications reported, and the patient's condition at the conclusion of the procedure was reported to be "fine."